Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she disconnects to go to the bathroom and sometimes the dwell time will run out. The technical service representative (tsr) asked the hp if she presses stop when she disconnects and the hp stated no. The tsr asked if the hp checks the patient line to make sure there is no air in it when she reconnects and the hp stated she puts a mini cap on the catheter and a flexi cap on the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of disconnecting and not stopping therapy. The pdn stated she was unaware of this and would follow up with the hp for retraining. The pdn stated the hp did not have an infection.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction

Manufacturer narrative:
(B)(4). Patient disconnected self to go bathroom without stopping therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.